Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags were leaking from the middle port. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) companion sample were provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and no defects were found. Functional testing was performed by filling the bags with water and squeezing firmly. No leaks were identified. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.